Manufacturer narrative:
A united states customer contacted a siemens customer care center to report that falsely elevated sodium (na) and potassium (k) results were obtained on seven patient samples on a dimension vista 1500 instrument. The customer stated that they were obtaining high quality control (qc) results with measurement errors. The customer cleaned integrated multisensor (imt) probe and ran a probe check. The customer, with siemens' assistance, bleached the vent and sample ports and replaced the imt probe. Next, the customer performed a dilution (dil) check replaced sensor, and repeated qc, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site and checked fluid lines and electronic systems. During the visit, the cse performed a power flush (pf) and replaced rotary valve (rv) assembly, v-lyte sensor, imt canboard (imt can) and imt probe. The cse also ran alignments, calibrated the instrument, and addressed an issue with the solenoid valve. Later, the cse successfully ran qc in triplicates and five college of american pathologists (cap) surveys. Siemens further investigated the issue and determined that the instrument related factors potentially contributed to the erroneous results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated sodium (na) and potassium (k) results were obtained on seven patient samples on a dimension vista 1500 instrument. The erroneous results were reported to the physician(s). The samples were repeated on an alternate dimension vista 1500 instrument. The reprocessed results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated na and k results.